Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with a bubbled downstream occlusion sensor and scratched lens; the tamper seal was broken. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated/verified.?running three accuracy tests the pump was found to be working as?intended and within the manufacturing specifications. No fault was found with the device. No repair was needed. Preventative maintenance was performed as recommended. No root cause was determined as no fault was found. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No information has been provided to date.

Event description:
It was reported that the device failed the flow test with the version 5 software during a returned order service. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.